Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser shut down on its own. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and performed calibration. The system was then tested and met all product specifications. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. It should be noted that there was no harm to the patient nor did the system itself pose any potential harm to the patient. The system was manufactured on august 4, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).